Manufacturer narrative:
It was originally reported there were 18 events of the reported malfunction; however, upon evaluation of the final device it was determined the cot in question was not the cause of the reported event. This supplemental report is being filed to document the corrected count.

Event description:
This report summarizes 17 malfunction events, where it was reported the device experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
Upon inspection of 2 of the devices it was determined the devices experienced difficulty operating the head section, which is not reportable. 1 device is still pending evaluation.

Event description:
This report summarizes 18 malfunction events, where it was reported the device experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 20 malfunction events, where it was reported the device experienced difficulty loading/unloading the cot in the ambulance. There was no patient involvement.